Manufacturer narrative:
Immucor technical support was unable to assess the instrument test well images using a remote electronic method because the instrument results had already been archived, where the routine at the customer site is to delete the test well images in that archive process. Archived galileo images are deleted.

Event description:
On (B)(6) 2014, a customer reported an unexpected abo blood group mistype with a galileo instrument, when tested on (B)(6) 2014.